Manufacturer narrative:
The authorized service provider (asp) confirmed the customer complaint. The asp replaced the power management board, and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
It was reported there was a proximal pressure sensor auto zero failure. There was no patient involvement.